Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited "fast beeping with no message on screen." Per reporter cassette was placed on back up pump with no issue. It was reported that 25 ml remained. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: